Event description:
It was reported that the patient presented for a new implant. It was noted that capture thresholds and impedance was high despite multiple repositioning. The lead was removed. There were no patient consequences.

Manufacturer narrative:
The reported events of inadequate capture threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.